Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not started. Review of the log file showed malfunctioning flexvision pc. During troubleshooting, the fse found an issue with the flexvision pc. The fse replaced the flexvision pc and re-installed the software. After replacement of the flexvision pc and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system does not start. The device was outside clinical use at the time of the event. No patient harm was reported.